Manufacturer narrative:
No information provided for the girlfriend's aviva system. It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 182 mg/dl on customer's aviva system, 92 mg/dl on girlfriend's aviva system within 10 minutes. No information provided for the girlfriend's aviva system. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.